Manufacturer narrative:
Sections with additional information as of 06-apr-2023: h6: updated FDA¿s type, findings and conclusions codes. H10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications.

Event description:
Consumer reported complaint for erratic blood glucose test results. The customer is concerned with test results from back to back blood tests of 136 and 101 mg/dl. The customer does not know their expected blood glucose test result range. The customer feels well and did not report any symptoms. Customer stated that he had contacted the doctor to ask if it is possible to go from 136/101 within 10 minutes. Customer stated the doctor advised him to contact the manufacturer. During the call, a back to back blood test was not performed by the customer. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 06/30/2024 and open vial date is 02/12/2023. The meter memory was reviewed for previous test result history (only three results provided): result 1: 136 mg/dl date: (B)(6) 2023 time: 11:30 am fasting; result 2: 101 mg/dl date: (B)(6) 2023 time: 11:17 am fasting; result 3: 102 mg/dl date: (B)(6) 2023 time: 1127 pm fasting.

Manufacturer narrative:
Internal report reference number: (B)(4). Adverse event report is being submitted due to customer contacting doctor due to meter results. Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-058: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. Note: manufacturer contacted customer in several follow-up calls to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.